Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the programming history available to the manufacturer, it was noted that a faulted diagnostics test occurred and caused the patient's settings to change unintentionally. The change in settings was not found and corrected until the next office visit. No adverse events have been reported as a result of the change in settings.